Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented with symptoms of near syncope after receiving two shocks from the cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation it was noted the shocks were inappropriately administered due to oversensing of noise on the right ventricular (rv) channel. It was further noted that the noise led to pacing inhibition with asystole as long as six seconds for this pacemaker dependent patient. The noise could be reproduced. The rv lead impedance measurements were variable from approximately 500 to 1800 ohms and there was intermittent capture. A lead fracture was suspected. The crt-d was programmed to electrocautery protection mode to avoid further inappropriate therapy and the patient was transferred to another facility for a revision procedure. At the new facility a revision procedure was performed where the rv lead was surgically abandoned due to a fracture. A new lead was successfully implanted. No additional adverse patient effects were reported.